Event description:
It was reported that 6 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that six pen needles would not complete the flow check and the non patient end is bent. Verbatim: consumer reported found about 6 pen needles from this box that would not complete the flow check- reviewed proper placement with consumer. Asked to look at samples non patient end that she had. They are bent. Lot # 0289901; catalog# 320122date of event unknown random days sample status awaiting samples 6 pen needles."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 4/30/2021. H6: investigation: customer returned a total of 11 pen needles with no inner shields or teardrop labels for identification. The pen needles were visually inspected prior to testing. 5 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, 6 were broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 6 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that six pen needles would not complete the flow check and the non patient end is bent. Verbatim: consumer reported found about 6 pen needles from this box that would not complete the flow check- reviewed proper placement with consumer. Asked to look at samples non patient end that she had they are bent. Lot # 0289901, catalog# 320122, date of event unknown random days sample status awaiting samples 6 pen needles"